Event description:
It was reported that the implantable pulse generator (ipg) was unable to be interrogated due to end of service (eos). Also, the right ventricular (rv) lead exhibited low impedance which triggered a polarity switch. An insulation breach was suspected. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.